Event description:
(B)(4) on 2009, within 6 months got a cyst. Had removed with my tube and ovary on my right side but doctor left coil in. She doesn't see anything wrong with it being in my body. Since then, I have pains on my right abdomen and catscan shows enlarged lymphnodes behind my intestines. Blood has been in my urine with no explanation. Saw urologist and gi doc and both say I have a healthy bladder and gi track..I've gained 80 pounds since essure. Tired,body aches and stiffness. I work full time and an active mom. I just recently started loosing hair.